Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital after having a syncope event. During monitor care, intermittent lv output was observed. Upon a subsequent telemetry review, failure to capture and noise was observed. The ICD was explanted and replaced. The patient tolerated the procedure very well.